Event description:
It was reported that the rn made a direct call to the clinical support specialist (css) concerning a pt on an autocat2 wave pump. The rn had questions about troubleshooting the pump and stated that the waveform was very poor. They had trouble a couple of times when the pump stopped pumping without any alarms. The rn said that they could not explain why this happened so they had called the css. The rn stated that they had received a female pt post anterior myocardial infarction (mi) from the cath lab where the pt had a fiberoptix intra-aortic balloon (iab) placed. The fiberoptix was not working so they were using the central lumen arterial pressure for timing. Pt was in a sinus rhythm with a heart rate of 70-80 bpm. Pt was on a ventilator and cooling blanket with pressors infusing. The pt's blood pressure (bp) was low. The css asked what trigger the pump was using and the rn stated it was in ''pattern trigger." The css asked about the pt's rhythm. The rn said they have an adequate ECG on the pump, but they noted at one point that there were no white highlight bars on the ECG; rn stated that the ECG signal was appropriate. The pt was not having any arrhythmias. The pt was not moving around since she was sedated and ventilated. The pump was in autopilot. The rn thought that they should try "operator mode" and adjust trigger, but that did not seem to make any difference. The css asked if they had any alarms when the pump stopped pumping again when they hit the reset and the on key. Again the rn stated that they did not get any alarm messages when the pump stopped. The css asked the rn if the fiberoptix had ever worked and rn did not think the fiberoptix worked even in the cath lab. Since the css could not explain why the pump had stopped pumping, the css recommended that they change this pump out. The rn obtained a second pump and tried to connect the fiberoptix to the second pump; it still did not make a connection. The css told the rn that they would have to continue to used the central lumen and if it continued to deteriorate they may have to have the physician insert another arterial line. The css checked back with the rn later to see how the pump was functioning and the rn did not have any further problems with the second pump stopping pumping. The arterial pressure waveform was somewhat better with their continued troubleshooting. The css called the rn back on tuesday morning ((B)(6)). The rn stated that the pt was stable. The pump had worked well since they changed the pump. There was no reported pt death or injury. The iabp therapy was not interrupted or delayed. There were no reported pt complications and the pt outcome is "stable." Device will not be returned for eval.